Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 545 mg/dl. The customer delivered a manual injection to stabilize bg level. The contact stated the customer was sick earlier today.